Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. No definite signs-of-use were observed. Visual analysis revealed several kinks across the guide wire body. Additionally, the j-bend was misshapen. Microscopic examination confirmed the kinks. The proximal and distal welds appeared secure and intact. The guide wire total length measured 455mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .795mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle assembly. Significant resistance was observed at the kinks; however, the guide wire was able to pass completely through the assembly. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also informs, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed several kinks across the guide wire body. Additionally, the distal j-bend was slightly misshapen. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on "(B)(6) 2019, (B)(6) hospital, doctor found swg advacne issue, compared with previous lots, swg of this lot is softer which caused puncture failure, patient suffered pain." No patient injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for investigation. It was noticed that the spring wire guide was kinked. Investigation conclusion not available at the time of this report. Follow-up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2019, (B)(6) hospital, doctor found swg advanced issue, compared with previous lots, swg of this lot is softer which caused puncture failure, patient suffered pain." No patient injury reported. Patient condition reported as "fine".